Event description:
It was reported that the ventricular lead impedance and threshold measurements have steadily increased over the past two years. The lead remains implanted. No patient complications were reported as a result of this event. (B)(6) 2010 it was later reported that the right ventricular lead had been capped due to high impedance and high pacing threshold (unable to capture at 6 volts). The lead was capped and replaced. No further complications have been reported as a result of this event.

Event description:
It was reported that the ventricular lead impedance and threshold measurements have steadily increased over the past two years. The lead remains implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrected data: patient date of death.